Event description:
"Patient's right femur was revised due to a periprosthetic fracture sustained from a fall. The stem, head and liner were replaced with a rest/mod and mdm. All information on this patient is contained in the email below from the facility." Spoke to rep. There are no allegations against the revised liner or femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.